Manufacturer narrative:
The insulin pump alarmed button error and had an unresponsive esc, act and up buttons due to corroded keypad traces. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons, no unexpected numbers ramping/scrolling during testing. The insulin pump had a cracked lcd window, cracked case on display window corner, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had intermittent button response. The customer's blood glucose was 42 mg/dl. The customer stated that she had been told to do a hard reset on the insulin pump to resolve the issue and was advised against doing so. The customer did not observe any significant events leading to the alarm. She stated that she had low blood glucose and was attempting to reduce basal delivery by running the temporary basal. She stated, however, that the insulin pump had numbers that began scrolling up uncontrollably. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.